Event description:
It was reported that during a radiographic evaluation, a transverse fracture on the tm baseplate was noted. The pt is asymptomatic and at this time has no complaints. No revision surgery is scheduled.

Manufacturer narrative:
A review of the implant's manufacturing history indicates that it was manufactured with no issues noted. The implant remains implanted and the pt is asymptomatic. Should the implant be revised or additional info be received to further this investigation, this report shall be updated.